Event description:
Patient was on device when ventilator alarm extended high pip peak inspiratory pressure, occlusion, and safety valve open.======================manufacturer response for ventilator system, avea (per site reporter)======================found that there is a device recall on this device concerning this issue. Company has been contacted and has since come out to resolve problem by replacing gde.